Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID: 9735821 (serial/lot: unknown).  Multiple annex a codes were applied to capture this event. A05 captures the non-operational laser pointer and lights on the camera while a1102 captures the localizer not connected indication.  The system was serviced in the field. In summary, no faults were found and the system performed as intended. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system indicated the localizer was not connected, and the laser pointer and lights on the camera were not operational there was no patient involvement.